Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did meter to hcp meter comparison tests. Her meter reading was 286 mg/dl, and 30 minutes later she was tested on her doctor's meter with a result of 125 mg/dl. She did not have any symptoms. Control testing was not done due to unavailability of supplies. The reporter stated concern over the fact that her meter had been dropped recently. The lifescan representative reviewed expiration dates on strips and control solution tests, meter codes and cleaning.